Event description:
It was later reported that the physician stated that the thrombus was due to the patient having a major coagulation disorder and there was no malfunction of the device.

Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusion: the reported thrombus could not be confirmed through this evaluation as no photographs showing the pump thrombus were submitted for review and the device is not available for investigation. It was reported that mlp-019029 was retained by the hospital. The patient remains ongoing on the second pump implanted on (B)(6) 2020 (mlp-021796) and no additional events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists peripheral thromboembolic event as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 "introduction" provides an explanation of all pump parameters, including pump power and flow. This section explains that pump flow is a calculated value that is estimated based on pump power and any increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5 (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 "patient care and management" (under "anticoagulation") contains information regarding the recommended anticoagulation therapy for patients using the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange due to thrombus. During implantation on (B)(6) 2020, the pump was inserted in the left ventricle and the pump was started. On the echo, the cardiologist noted a massive thrombus in the left atrial and thrombus could been seen moving from the left atrial to the left ventricle. Pump parameters were not normal as it was set at 3000 rpm but the flow was 4 lpm. The surgeon decided to exchange the pump and once it was removed, thrombus was seen in the inflow cannula. The patient had coagulation trouble but it was never found out why, even though the patient had full dose of heparin. The surgeon checked the ventricle and cleaned it before inserting a new pump. There were no issues after the exchange. The patient was reported as doing well and left the ICU (intensive care unit) to move to normal ward.